Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that subject flow diverter stent was implanted in a patient to treat an aneurysm on the internal carotid artery. During post procedure routine follow-up, it was noted that the distal portion of the implanted subject flow diverter stent was fish mouthed. It was reported that the patient is asymptomatic. No additional information is available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported 'stent deformed¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
It was reported that subject flow diverter stent was implanted in a patient to treat an aneurysm on the internal carotid artery. During post procedure routine follow-up, it was noted that the distal portion of the implanted subject flow diverter stent was fish mouthed. It was reported that the patient is asymptomatic. No additional information is available.